Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient taken to hospital for few days event on (B)(6) 2024 . The patient has severe reddening of the upper abdomen with an abscess.. No further information available.